Event description:
The aquablation procedure had to be aborted as the procedure was unable to be completed because a low pressure pump error kept persisting through the various stages of the surgery and could not be successfully resolved. The patient was catheterized before leaving the or and eventually discharged with no treatment.

Manufacturer narrative:
H.10. Additional manufacturer narrative: the log file for the aquabeam system was reviewed, which confirmed two e13 lpp low rpm errors being generated during the procedure. The procedure could not be competed due to the persistent e13 errors. The console of the aquabeam system was returned for investigation. The reported event was able to be reproduced and determined to be an intermittent lpp failure, which is attributed to an integrated circuite operating band occasionally stacking out of tolerance. A supplier corrective action was issued to address the reported event. A review of the device history record (DHR) was conducted, which confirmed that there was a nonconformances generated during the manufacturing process of this system, however, this was unrelated to the reported event. The review indicated that the system met all required specifications when released for distribution. The aquabeam system's user manual, um210101, under table 5 system detected errors lists e13 lpp low rpm with the user message (recommended action) of power-off and replace console. A review of similar complaints was conducted on the aquabeam system, which confirmed that there have been one (1) other similar event reported on this system. The reported event was able to be reproduced and determined to be an intermittent lpp failure, which is attributed to an integrated circuite operating band occasionally stacking out of tolerance. A supplier corrective action was issued to address the reported event. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
H. 11 corrected data: for corrected data, please refer to section h.1 type of reportable event, follow-up #1 was incorrectly submitted as "serious injury".